Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the device cardiac compass is showing data as invalid. It was explained to the caller that the data will eventually come back. The device remains in use. No patient complications have been reported as a result of this event.